Manufacturer narrative:
Scratches on the outer housing of the valves were observed through the visual inspection. No significant deformations or damage were detected. A permeability test has shown that the valve is permeable. The m. Blue valve was tested and is not adjustable throughout the normal range. The brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section adjustment test). To investigate the claim of over/ under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is operating within the accepted tolerance in the horizontal but not in the vertical position. After dismantling of the valve, deposits were found in m.blue. Based on our investigation results, we can determine deposits. The deposits had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. Based on our investigation, we confirm that the valve was non-adjustable at the time of our investigation. Additionally we detected an accelerated outflow in the valve at the time of the investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (part # fx801t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to have adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 years, 6 months. Height: 110 centimeters (cm). Weight: 20 kilograms (kg). Gender: female.